Manufacturer narrative:
The liberty cycler underwent and passed the following tests: simulated treatment, internal inspection for fluid, system air leak test, and scale calibration test. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates the device created an alarm/message, as designed, to alert the user of a potential problem. Peritonitis is typically due to touch contamination of the pd catheter/tubing connection and not attributed to the cycler. The patient continues to use the cycler as of this date. The complaint investigation concludes that the event is unlikely related to the fmc device. These events are not alleged to be related to the fmc device. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A home peritoneal dialysis patient, while undergoing treatment on a fmc liberty cycler, called tech support regarding drain complications and requested assistance to bypass drain 0 to fill 1. During the call she stated she had "an infection this morning" but was not experiencing any pain or discomfort, she just wanted advice. Tech support assisted her and she continued the treatment using the cycler. The peritoneal dialysis nurse confirmed the patient has peritonitis and was treated with vancomycin/gentamycin.